Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that episodes of noise and oversensing were found stored to this pacemaker upon interrogation at follow-up. Upon further review, the noise was determined to be related to the minute ventilation (mv) sensor and resulted in some instances of pacing inhibition though no asystole was observed. The device was reprogrammed to no longer use features that utilize the mv sensor. No adverse patient effects were reported. This system remains in service. This device was included in the recent mv sensor signal oversensing advisory population.